Event description:
The initial reporter received questionable ise indirect na and cl for gen.2 results for 3 patient samples tested on the cobas 8000 cobas ise module (double). It is unknown if the initial results were reported outside of the laboratory. The reporter stated that the issue occurs in about two patient samples per day. The reporter was able to provide three examples of questionable results: (B)(6): the initial sodium result was 134 mmol/l with a repeat result of 142 mmol/l. (B)(6): the initial sodium result was 128 mmol/l with a repeat result of 137 mmol/l. (B)(6): the initial sodium result was 130 mmol/l with a repeat result of 142 mmol/l. The initial chloride result was 118 mmol/l with a repeat result of 105 mmol/l. The sodium electrode lot number, chloride electrode lot number, and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the sipper nozzle nut thumb to be incorrectly placed. He then adjusted this part. The investigation determined that the root cause of the issue was the loose sipper nozzle. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.